Event description:
The user facility has reported problems while using this device. User alleges pt rec'd cut to the back of the tongue while using this device. Tongue repaired by amxillofacial surgeon. Also had a report for the device being too rigid and difficult to insert and one for trauma to the back of the tongue and severe swelling. No specifics have been provided for any of the three events.